Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval; it was discarded. Lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a total knee procedure the blade broke at the cutting end. It was also reported that there were no adverse consequences as a result of this event. It was further reported that the procedure was delayed by approx 5 minutes adn the procedure was completed successfully.